Event description:
Smiths medical intl, ltd. Has been notified of an event of the product tested before use and inserted into a spontaneous breathing pt. The pilot balloon deflated immediately after insertion. The tube was replaced with another new one. The second tube started leaking after four days use. No adverse outcome reported. Event occurred at hospital in another country.